Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a follow-up, this device exhibited a battery depletion anomaly. Data was sent for a technical review, at which time it was confirmed the devices battery was at end of life (eol) and explanted recommended. The device was later explanted and is intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device had recorded a battery depletion alert prior to explant and reached end of life (eol) battery status, post explant. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
It was reported that during a follow-up, this device exhibited a battery depletion anomaly. Data was sent for a technical review, at which time it was confirmed the devices battery was at end of life (eol) and explanted recommended. The device was later explanted and returned for analysis. No resulting adverse patient effects were reported.